Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was in backup mode. No interventions were reported. The patient status was not reported.